Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported, the pt received more IV fluid than intended. The device was programmed to deliver 3% normal saline, at a rate of 10ml/h, r with a vtbi (volume to be infused) of 100ml, and delivery was started. After approximately 1 hour, the nurse noted that 100ml had been delivered. The physician was notified. There were no adverse pt effects. No medical interventions were required. The device was removed from clinical service. After an unspecified length of time, therapy was resumed using a replacement device. Though requested, no additional information was provided.